Manufacturer narrative:
Exemption number e2017043. (B)(4).

Event description:
It was reported to mazor on (B)(6) 2018 that during set-up for a surgical procedure using the mazor x system by dr. (B)(6) at (B)(6) ((B)(6), USA), on (B)(6) 2018 that the tablet arm interfaced with the robot arm and a small spark like when plugging in or unplugging an outlet appeared. The system was "arcing". It was only visual, no report of sound or smell. It was also reported that that this was the only time it happened.